Event description:
Correction: the patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012.

Manufacturer narrative:
Age of device: 6 years, 3 months, 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient was admitted on (B)(6) 2018 after patient's roommate called emergency because patient was found unresponsive. Patient was found with batteries completely depleted but only one was attached. Patient had a hemorrhagic stroke. Patient's inr prior to admission was 4.4. Patient came to the emergency with inr of 8.0 disoriented, obtunded and intubated. Patient underwent multiple CT scans. Support was withdrawn after the cerebrovascular accident. Patient passed away on (B)(6) 2018. Pump was not explanted. No further information was provided.

Manufacturer narrative:
Expiration date. Device manufacture date. Investigation summary: a direct relationship between the device and the reported hemorrhagic stroke could not be conclusively determined through this evaluation. Additionally, the reported battery depletion could not be confirmed because there were no submitted log files. The account reported that the patient was found unresponsive by his roommate on (B)(6) 2018 with his batteries completely depleted but with only one connected. The patient reportedly had a hemorrhagic stroke. The patient was admitted to the ER disoriented and was later obtunded and intubated. The patient had multiple CT scans during his hospital stay. The patient ultimately expired on (B)(6) 2018 and the pump was not explanted. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.